Event description:
The customer reported that a pt sustained a "one half to one pint" blood loss when two stopcocks between the pt's catheter and the access line of a prisma m60 pre filter set became disconnected. When she observed the disconnection she immediately reconnected the stopcocks and the pt continued treatment for about another four hours without further incident. The pt did not exhibit any symptoms or require any medical intevention at the time of the blood loss event. However, the pt did receive a one unit blood transfusion about sixteen hours later secondary to a slight decrease in hematocrit. The prisma machine, which had been generating false "access disconnection" alarms both prior to and subsequent to the event did not alarm when the stopcocks became disconnected. These alarms were attributed to the pt coughing and being repositioned, as the access line was repeatedly inspected and found to be securely connected.